Manufacturer narrative:
D4. Serial and primary UDI number. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 83 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock at pump implant. Prior to the pump delivery the patient was supported by bipap for oxygen needs. The underlying medical history was not shared. The cp accessed limb showed signs of ischemia on the day after implant. The lost pulses and the doppler revealed no flows. The patient returned to the cardiac catheterization lab and placed a fem-fem bypass for limb perfusion. The pump remains on for support and pulses returned. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.